Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block g2: bell, s. H., helstrom, e., horwitz, e. M., hallman, m. A., wong, j., uzzo, r., kutikov, a., chen, d., greenberg, r. E., smaldone, m. C., viterbo, r., uzzo, n., & correa, a. F. (2023). Pd15-10 outcomes for patients undergoing spaceoar placement in the salvage radiation therapy setting. Journal of urology, 209 (supplement 4). Https://doi.org/10.1097/ju.0000000000003262.10. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
Boston scientific corporation became aware of the following events from within the article "pd15-10: outcomes for patients undergoing spaceoar placement in the salvage radiation therapy setting" written by spencer bell, et al. According to the literature, it was reported that an investigation of the outcomes and complications associated with spaceoar placement in patients undergoing salvage radiation therapy (rtx) was performed. The database for patients undergoing salvage radiation therapy from january 2018 to may 2022 was reviewed. The patients who had an attempted spaceoar placement and had a success rate as well as complications associated with the placement and subsequent rtx were assessed. All spaceoar placements were performed in the operating room. This report captures the event of two unsuccessful spaceoar placements which were reportedly aborted due to diffusion along the anterior rectal wall. It was noted no patients captured in the article developed an acute complication that prevented them from receiving their scheduled salvage radiation therapy.